Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm intermittently occurred while the customer was not outside of the labeled operating altitude range. Additionally, it was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer was able to clear the alarms and resume insulin delivery. Customer's blood glucose was 140 mg/dl.